Event description:
It was reported that during service and repair pre-testing it was observed that the tip was bent on the craniotome device. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the device had a bent tip. Therefore, the reported condition was confirmed. It was determined that this was due to a failure to follow the directions for use. The burr device was improperly loaded into the device and then installed onto the motor device. Therefore, the burr device did not seat properly in the locking chamber. The device was then forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr was in direct contact with the neuro tip of the device. When the motor device was started, the burr drilled into and bent the neuro tip. The assignable root cause of the component damage was determined to be due to misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.